Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the doctor is going to do a revision surgery to correct the impedance issue. No further information was reported.

Manufacturer narrative:
Product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's revision took place on (B)(6) 2020. The patient had their lead revised/replaced and the impedance issue was resolved. No further information was reported.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead conductor body was broken within 10cm of the connector area and there was a short between the circuits under dry conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was having an issue with a paddle lead and inquired about using an external stim unit. Additional information was received from the rep on (B)(6) 2019. The rep reported that looking at the x-rays, the physician was unable to detect a device issue. The rep reported that the low impedance values and the device turning off by itself wasn¿t determined. The rep reported that the issues were discussed with technical support and they were unable to determine a reason or solution for the issue. The rep reported that there was a bipole of electrode 1 and 9 programmed for the patient¿s neck. The rep reported that by not using any of the electrodes with low impedances, they were trying to give the patient a program that would provide some pain relief. The issue had not been resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy was turning on and off by itself. The rep said the patient was having funky stuff happen with the stim system. The rep stated that the patient was feeling stimulation turning on and off. The rep mentioned the lead was c-spine. The patient has a 2x8 lead. The impedance values with ref 0 were: 10 - 480, 12 - 480, 13 - 480, 15 - 510, and all electrodes were showing the avoid indicator. The rep provided further impedance values: ref 10: 8 - 480 ohms, 9 - 470 ohms, 11 - 460 ohms, 12 - 10 ohms, 13 - 20 ohms, 14 - 460 ohms, 15 - 60 ohms. Ref 12: 10 - 10 ohms, 11 - 440 ohms, 13 - 10 ohms, 14 - 440 ohms, 15 - 50 ohms. The rep re-ran impedances and reported the following: ref 10: 8 - 440 ohms, 9 - 470 ohms, 11 - 460 ohms, 12 - 20 ohms, 13 - 30 ohms, 14 - 470 ohms, 15 - 20 ohms. The rep said that she noticed he amplitude was in the 17 ma range, but when she programmed the patient before the amplitude was in the range of 5 ma. The rep programmed an 11/14 bipole and the patient was feeling stim on the left-side of her neck, but she needs stim on the right. The rep increased the pulse width to 1000us and the patient felt stim between her shoulders. The patient claimed that when she arches her back she felt stim in the right side. The rep decreased the pulse width to 90us and she felt light stim, but it was still on the left side. The rep indicated that the patient was going to continue to use the stimulation with the original programming that was effective on the right side for the time being. The rep called back and stated only 4 electrodes showed an issue when doing a connection check. The rep said that x-rays were being taken on (B)(6) 2019 and the patient was meeting with the hcp on (B)(6) 2019. No further complications were reported.